Manufacturer narrative:
Additional information: a4, a5, a6-unk. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -9.0/2.0/093 (sphere/cylinder/axis) lens tear/break before/during loading after opening vial. The lens was implanted and removed intraoperatively on (B)(6) 2023. A replacement lens was later implanted and the problem was resolved. Cause reported as unknown and the device failed to perform as intended.